Event description:
Reference number: (B)(4). Event occurred in denmark. It was reported that the patient experienced a leakage issue event on (B)(6) 2026. Insulin accumulated under the skin forming a large bump and did not enter the bloodstream and infection or swelling was observed at the infusion site and patient blood glucose level was high. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: denmark. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.